Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and causing the front port where the pigtail plugs in to not function properly. Additionally, static was noted on the edge of the image due to another faulty printed circuit board. The light guide memory was producing a 212-writing error, and an e402 error code was also present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation his olympus evis exera iii video system center was displaying a distorted image whenever a maj-1430 cable was plugged in using a 180 series scope. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related is related to a defective/faulty printed circuit board set. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.